Manufacturer narrative:
A device was returned to the manufacturer for an intra-operative complaint of "failure to distract." According to the report, the nail initially functioned correctly during surgery, allowing for distraction and retraction using the fast distractor. However, during the intra-operative lengthening procedure, the nail failed to distract. After removal, the fast distractor confirmed that the nail was non-functional. Upon receipt of the device, a comprehensive visual inspection was conducted, revealing no external surface damage. Subsequent in-house radiographic imaging did not indicate any internal damage. Functional testing, however, confirmed the reported failure: the nail did not distract when tested with the fast distractor, precluding the ability to measure force. Given the functional failure, the nail was sectioned using a lathe to investigate potential internal component issues. During disassembly of the gear train, a broken sun gear on the second stage was discovered. The images suggest that excessive torque was applied at some point, likely deforming the gear teeth before shearing occurred at the base. This failure in the gear train prevented torque transmission to the distraction rod, rendering the nail non-functional. The exact cause of the excessive torque leading to the gear failure remains undetermined. A review of the device history review (DHR) documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections before shipment.

Event description:
No additional information was provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during an implant procedure the nail on the left side was not moving. After three separate sessions of 1mm intra-operatively, the nail was removed and it was attempted to be distracted while using the fast distractor and electronic remote controller (erc) but it was determined it was a ¿dead¿ nail. The nail was check prior to being implanted and was able to be moved with the fast distractor. The surgery was completed with no issue or adverse consequences to the patient.